Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received reported that the lead had dislodged, which caused the previously reported pacing not delivered when required. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide results of the product investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried blood/tissue was present around the helix, as well as explant related damage. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required. A surgical revision was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported.